Event description:
It was reported that the pacer dependent patient presented to clinic with presyncopal symptoms that they had been experiencing for a month. Loss of capture and noise were observed. Noise was not reproducible with isometrics. Programming changes were made. The device was later explanted and replaced. Patient is doing fine.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported noise and loss of capture were not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.